Event description:
The customer reported via phone call that they had several no delivery alarms while priming, bolusing and during basal rates. The customer's blood glucose was 300 mg/dl. Troubleshooting did not occur as the customer already changed their infusion set. The customer stated the insulin pump was not alarming at the time of the call. Customer was advised to call back when the alarm occurs. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.